Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to subclavian crush resulting in lead failure. A new ra lead with a different model was implanted successfully. No adverse patient effects were reported.